Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during balloon inflation of a 26 mm sapien 3 ultra valve in the mitral valve in a surgical valve via transfemoral approach, the surgical valve fractured and shifted everything toward the left ventricle. The plan was not to fracture the surgical valve and it appeared to fracture midway thru the inflation. After the removal of the delivery system, the sapien 3 ultra valve shifted a little more. The decision was made to not place an additional valve out of fear of pushing the valve into the ventricle. The patient has a moderate to severe leak. At this time there is no information on the patient's treatment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: additional information h.6 impact code and h10 narrative. Per the field clinical specialist, the valve appeared to have migrated forward into the left ventricle, resulting in the explant of the valve on pod 4. The valve was replaced by a ew surgical valve. This information does not impact the investigation findings and conclusion.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as the device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during inflation of 26mm s3 ultra it appeared the surgical valve fractured and shifted everything toward the left ventricle. The plan was not to fracture the surgical valve and it appeared to fracture midway thru the inflation.'' Training manuals provide sizing guidance for pre-existing bioprosthesis and the implanted thv used during mitral valve-in-valve procedures. Additionally, training manuals note ''exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size. Do not exceed the rated burst pressure, see IFU.'' It is possible that the implanted thv was inflated at a greater volume than advised, causing the existing surgical bioprosthesis to fracture and leading to the reported shifting and subsequent leak. However, a definitive root cause was unable to be determined due to lack of additional information and returned imagery. Available information suggests that procedural factors (overinflation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.